Event description:
Ous MDR - after an implantation time of about 27 days, oversensing was reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation 13 cm distal the connector pin, as well as fraying of the coating of the rope conductor to the vcs shock coil also at that site, was found. In addition, the inner insulation of the lead body was also damaged in that spot. These damages manifestations can, with high probability, be regarded as the cause for the clinical complaint. The damage to the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure on the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The analysis did not find any mfg error or material defect at the lead.